Manufacturer narrative:
The reported oad was returned for analysis. When tested, the device functioned as intended with no anomalies observed. The crown exhibited adhered biological material, however the source of the material could not be determined. The device did not exhibit any abnormalities which may have contributed to the reported event. At the conclusion of the device analysis, the cause of the reported perforation could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the proximal anterior tibial (at) artery. The lesion was treated with the oad using two passes on low speed and two passes on medium speed. When the oad was removed from the patient, a perforation was noted in the at. Balloon angioplasty was performed to resolve the perforation, and the patient was stable following the procedure.